Event description:
Patient experienced a medical emergency/arrest while undergoing a watchman device placement procedure in cath lab using a versa cross connect sheath. During the procedure when the dilator advanced to the mid left atrium, an air bubble engages the right coronary artery. Concern that valve on product may be faulty/defective design if allows air to enter system. Patient had st changes in the inferior leads with transient heart block. Patient had temporary ventricular standstill requiring epinephrine, atropine and 2 minutes of chest compressions. Rosc(return of spontaneous circulation) achieved. Temporary pacemaker placed and procedure completed. Patient overall prognosis is poor.